Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in an unspecified coronary artery. A 3.50x20mm promus element stent delivery system (sds) was advanced and would not cross the lesion. The sds was removed and an unspecified balloon was then advanced for dilation. When the physician went to advance the same 3.50x20mm promus element device it was noted that one of the struts was damaged. A different promus element stent was used to completed the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. Two struts on rows 6 from the proximal edge were raised distally. Struts on row 6 and 7 from the proximal edge were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion being treated was located in an unspecified coronary artery. A 3.50x20mm promus element stent delivery system (sds) was advanced and would not cross the lesion. The sds was removed and an unspecified balloon was then advanced for dilation. When the physician went to advance the same 3.50x20mm promus element device it was noted that one of the struts was damaged. A different promus element stent was used to completed the procedure. No patient complications were reported and the patient's status is stable.